Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. However, during evaluation, it was observed that the o-ring seal was worn which allowed the entire attachment to spin and not to run true. It was determined that the device spun while running and failed the untrue running; and also vibrated. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the radiolucent drive device was not working at all. It was reported that there was no delay due to the event as an identical spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.